Event description:
Doctor had a patient that presented with a cyst on the distal end of the tibia 3 months post-op. The patient was scheduled to have the calaxo screw removed, but later cancelled due to the cyst subsiding. However, later information indicates that the patient is on the schedule to have the screw removed. The surgeon uses soft tissue grafts and uses 1mm large screw than the diameter of the tibial tunnel. He also uses 14 and 17mm fixation buttons as a secondary fixation distally on the tibial tunnel.

Manufacturer narrative:
No product is being returned for eval. Reinforced surgical technique to customer. 8/20/2007.